Event description:
Four weeks after implanting prosthesis, it began to erode. The right cylinder of the implant was removed and the left cylinder remains in place. Pt to have new implant on right side after 3 months post op.